Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease flat and crack opening. Leak test and microscopic analysis was performed which identified: crack valve and one opening striated on the anterior. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve and one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and / or corrected data.

Event description:
Health professional reported a left deflation and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/apr/2015 & 15/oct/2016. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Health professional reported a left deflation and capsular contracture, baker grade unknown. Device has been explanted.